Event description:
The customer reported that the bedside and central station monitors were not providing alarms.

Manufacturer narrative:
(B)(4). The customer reported that the bedside and central station monitors were not providing alarms. Pt harm/serious injury is possible should the bedside/central monitors not alarm to alert the user of a change in pt monitoring status outside of the preconfigured patient parameters. The philips service personnel went to the hospital site and tested the device but it passed all testing. The customer was concerned only about spo2 alarming and was only concerned that inops sound immediately upon occurrence, but spo2 alarming does not. Configured delay in spo2 alarming was explained to the users and the monitors were configured to the customer¿s preference. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.